Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator iris potentiometer, e-prom, and sram were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had a collimator iris potentiometer error. No pt injury was reported.